Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced a chipped lower front tooth #25. Examination revealed a large portion of enamel fractured off the lingual portion only of tooth #25. The tooth was sound and originally void of any previous restorative work prior to the fracture. There was no par functional occlusion noted on the tooth. It is the doctor's opinion that the fracture was caused by an ill-fitting aligner, especially given its location on the lingual where there would have been no other outside interferences. Patient advised to restore the area to support and preserve the integrity of the facial enamel and prevent further fracturing. Patient was advised to discontinue future aligner wear with the current set of trays and also advised because restoring the tooth would cause further disruption in the fit and alignment of the remaining trays.